Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the glenosphere and taper adapter construct, as well as the humeral tray and bearing construct, were explanted. Biodebris is present on the devices. Wear is seen on the bearing that correlates with disassociation between the taper adapter and baseplate. Additional evaluation cannot be performed based on the provided pictures. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: post-op image demonstrates anatomic alignment of the reverse-type right shoulder arthroplasty. Two later images demonstrate complete disassociation of the glenosphere from the baseplate with elevation of the humerus in relation to the glenoid. There is no fracture or evidence of implant loosening. Operative notes were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7510966, item#: 110031425, cr vivacit-e 36mm brng +3; lot#: 65592627, item#: 110031402, mini tray std cocr +3 offset; lot#: 65942549. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder comprehensive reverse shoulder arthroplasty three (3) months and six (6) days ago. Subsequently, the patient was revised due to the implants disassociating. The glenosphere, poly/tray, and central screw were explanted.